Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's wife called to report the death of her husband. Caller has been receiving his supplies. The blood glucose reading at the time of the death was 400 mg/dl. Caller stated that customer had many health issues and was feeling well. Customer was wearing the insulin pump at the time of his death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.